Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the infection was unknown. On an unreported date, the patient was hospitalized for the event and the treatment for the infection included added cephalosporin and unspecified drugs to the dianeal solution. The patient¿s outcome was not reported. At the time of this report, pd therapy was ongoing. No additional information is available.